Event description:
It was reported that during a coronary stenting treatment procedure removal difficulty and stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the severely calcified right coronary artery (rca). A non-bsc guide wire and guide catheter were advanced. A 3.0 x 12mm apex mr balloon catheter was advanced over the wire to the mid left anterior descending artery (lad) and inflated to 16atms for 15 seconds. A non-bsc 2.75 x 12mm des stent delivery system was advanced to the mid lad and deployed at 12atms for 9secs. The non-bsc 2.75 x 12mm des stent balloon was re-inflated to 14atms for 23secs. The guide wire and sds were removed and the guide catheter was exchanged for a jr4 6fr guide catheter. A .014. X 180cm non-bsc guide wire was introduced and a 3.5 x 15mm apex balloon catheter was advanced over the wire and inflated to 18atms for 20 seconds in the mid rca. The 3.5 x 20m ion mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The physician had difficulty withdrawing the sds, and upon removal it was noted that the stent was stretched longitudinally. A 3.5 x 20mm apex balloon was advanced in the mid rca and inflated to 24atms for 18 seconds. A 3.5x26mm non-bsc stent was advanced to the mid rca but would not cross and dislodged from the delivery balloon. There were no further complications and the patient's status was ok.

Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulty and stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the severely calcified right coronary artery (rca). A non-bsc guide wire and guide catheter were advanced. A 3.0 x 12mm apex mr balloon catheter was advanced over the wire to the mid left anterior descending artery (lad) and inflated to 16atms for 15 seconds. A non-bsc 2.75 x 12mm des stent delivery system was advanced to the mid lad and deployed at 12atms for 9secs. The non-bsc 2.75 x 12mm des stent balloon was re-inflated to 14atms for 23secs. The guide wire and sds were removed and the guide catheter was exchanged for a jr4 6fr guide catheter. A .014. X 180cm non-bsc guide wire was introduced and a 3.5 x 15mm apex balloon catheter was advanced over the wire and inflated to 18atms for 20 seconds in the mid rca. The 3.5 x 20m ion mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The physician had difficulty withdrawing the sds, and upon removal it was noted that the stent was stretched longitudinally. A 3.5 x 20mm apex balloon was advanced in the mid rca and inflated to 24atms for 18 seconds. A 3.5x26mm non-bsc stent was advanced to the mid rca but would not cross and dislodged from the delivery balloon. There were no further complications and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR: the balloon was tightly folded; however, the proximal end of the stent was 8mm distal to the proximal markerband. Majority of the stent was damaged with bent, flared and overlapping struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).